Manufacturer narrative:
Patient information:unk. Claim# (B)(4).

Event description:
An implantable collamer lens was implanted into the patient's eye. Reportedly, "a patient who has post residual astigmatism after toric icl.".

Manufacturer narrative:
After further communication with reporter, information provided was previously reported in claim# (B)(4). There is no complaint. Claim# (B)(4)